Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient¿s ipg lost communication with external device following an unrelated surgery. Patient¿s ipg was not put into surgery mode. Troubleshooting attempts were made but issue persisted. However, manufacturer representation was able to connect to the patient¿s ipg without issue.

Event description:
Follow-up identified that the patient¿s ipg was in service app that was successfully recovered.